Manufacturer narrative:
Correction: b5 updated to reflect information that was inadvertently omitted from the initial report. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported following a permanent implant on (B)(6) 2023 the patient developed a hematoma at the ipg site. As such, the patient underwent surgical intervention (B)(6) 2023 wherein the hematoma was lanced and drained to address the issue. The physician declared that all the post implant complications looked normal and were occurring because the new implanted ipg was larger than the previously explanted one.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported following a permanent implant on (B)(6) 2023 the patient developed a hematoma at the ipg site. As such, the patient underwent surgical intervention (B)(6) 2023 where the physician declared that all the post implant complications looked normal and were occurring because the new implanted ipg was larger than the previously explanted one.